Event description:
It was reported that cgm displayed error message and customer shut pump down. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through pump reset and helped turn pump back on and restart sensor, cgm error did not appear again, customer planned to reload cartridge independently, and sensor session was successfully started.